Event description:
Customer reported that she had unexplained high blood glucose and her insulin pump didn't seem to be delivering any insulin. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners.